Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Reportedly, the right ventricular lead had sensing issues and considered some artifacts as ventricular fibrillation; pt received inappropriate shocks and the defibrillator therapies were inhibited. All the leads were inhibited. All the leads were removed (atrial, right ventricular and left ventricular lead) and the associated defibrillator involved in this MDR report was explanted because it was near the elective replacement indicator. This MDR report is associated to the MDR 1000165971-2011-00067 for the right ventricular lead ((B)(4)).